Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that during power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, this unit will be returned to OEM for additional failure analysis and for potential repair. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: erbe error: c-33 - hf voltage measurement value too high in on state. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause in this case is attributed to the erbe generator

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after the start of a da vinci-assisted ovarian cystectomy surgical procedure, the customer stated that there is a constant c-33 error on the erbe. Prior to the calling for a technical support, the customer has restarted the erbe multiple times and is using a dedicated, well grounded power outlet. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs. The customer has a valley lab force triad with adapter cable available. The tse explained how to connect force triad. Procedure will start with the force triad. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.